Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating the invasive blood pressure readings are showing incorrect values. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the reported issue. The device was checked with a simulator and was found to have no issues. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.